Manufacturer narrative:
(B)(4). As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.